Manufacturer narrative:
Initial reporter addr 1: (B)(6). The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the syringe infusion that are not getting completed because the machine is showing already "0" in the total amount to be infused even though in the syringe there is still some amounts left (approx. 2 ml of medication remained in the syringe). The remaining medications are then given in slow push just to finish the required dose and it is showing kvo alarm. There was no patient impact.

Event description:
It was reported that the syringe infusion that are not getting completed because the machine is showing already "0" in the total amount to be infused even though in the syringe there is still some amounts left (approx. 2 ml of medication remained in the syringe). The remaining medications are then given in slow push just to finish the required dose and it is showing kvo alarm. There was no patient impact.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.